Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed the anchor was not returned. The plug is still in place on the inserter which is still inside the tube barrel sleeve. The white and green snaring lines were not returned. The device shows no other deficiencies. A functional evaluation of the device snare lines could not be performed due to the parts have already been deployed. The activation knob did move the plug as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include excessive force or torsion during use, use of the needle as a lever, misplaced force on the device actuator. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a bicep tendon surgery when the opus speedscrew implant was inserted into the prepared hole, the first both ends of the suture were transported correctly by turning the handle, but suddenly one of the two ends of the suture stopped. It was not possible to give tension onto the second end of the suture. The other end could be tensioned by turning the handle. The anchor was completely removed using an extraction device (om-9630). The procedure was completed by changing the surgical technique into a tenotomy with a non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).